Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), mechanical failure of delivery system, and/or accessories is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the exact cause of the balloon burst is unknown. However, patient factors (severely calcified stj) may have contributed to the balloon burst, which may have caused the withdrawal difficulty through the sheath. The device was not returned for evaluation, as it was discarded at the facility. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
In a transfemoral tavr procedure, the commander delivery system balloon burst during deployment and the device had to be surgically removed from the patient. A balloon valvuloplasty was performed. During deployment of a 29 mm sapien 3 valve, the commander delivery system was partially inflated balloon when it ruptured. Post dilation was performed and the balloon was in good position. The valve was deployed. The delivery system could not be removed from the patient and a cut down was performed. A repair of the femoral artery was performed. The device was discarded. As reported, the balloon ruptured with approximately 6-7 ccs left in the syringe. The balloon was almost fully inflated (6 ccs short) before it ruptured. There was no extra volume added to the balloon prior to inflation. The delivery system was getting caught 3-4 cms from the distal tip of the sheath. There was no crossing difficulty. There was no retained volume in the balloon during removal of the delivery system. There was damage noted to the esheath tip after removal. The patient¿s sinotublar junction (stj) was severely calcified.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.